Event description:
It was reported that pt complains of pain and swelling up and down the leg. Pressure exacerbates the swelling. He also feels that his knee "gives out".

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.